Event description:
During the initial implant procedure, the helix of the right ventricular (rv) lead extended on its own while attempting to maneuver the rv lead to the implant site. The helix was retracted and maneuvering continued, however, the helix again extended on its own. The helix was retracted once more and maneuvering continued, however the helix extended on its own for a third time. The helix was retracted again and finally positioned to the implant site. The helix was deployed, and the implant procedure was completed without further complication. The patient was in stable condition.